Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings with the use of the adc freestyle libre sensor and self-treated with an insulin injection (dose/type unknown). Two hours later, customer reported receiving a sensor scan reading of 159 mg/dl and experiencing symptoms described as "feeling sweaty treatments", hypoglycemic episode, headache, loss of consciousness and as a result fell down. The customer's sister administered "2 coffee spoons with jam and sugar" and called for an ambulance. The customer was transported to the hospital where a nurse obtained reading of 283 mg/dl on an hcp device however, no diabetes-related treatment or diagnosis was rendered. Customer was only treated for the broken sternum experienced from the fall. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving unspecified high readings with the use of the adc freestyle libre sensor and self-treated with an insulin injection (dose/type unknown). Two hours later, customer reported receiving a sensor scan reading of 159 mg/dl and experiencing symptoms described as "feeling sweaty treatments", hypoglycemic episode, headache, loss of consciousness and as a result fell down. The customer's sister administered "2 coffee spoons with jam and sugar" and called for an ambulance. The customer was transported to the hospital where a nurse obtained reading of 283 mg/dl on an hcp device however, no diabetes-related treatment or diagnosis was rendered. Customer was only treated for the broken sternum experienced from the fall. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (0m006092efr) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Sensor plug was returned and was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state is 5 (indicating normal termination). Plug was removed and plug assembly was inspected, uncurled side snap was observed, indicating improper assembly by the user. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed to a user error.section d4 (expiration date) was updated based returned product.

Event description:
A customer reported receiving unspecified high readings with the use of the adc freestyle libre sensor and self-treated with an insulin injection (dose/type unknown). Two hours later, customer reported receiving a sensor scan reading of 159 mg/dl and experiencing symptoms described as "feeling sweaty treatments", hypoglycemic episode, headache, loss of consciousness and as a result fell down. The customer's sister administered "2 coffee spoons with jam and sugar" and called for an ambulance. The customer was transported to the hospital where a nurse obtained reading of 283 mg/dl on an hcp device however, no diabetes-related treatment or diagnosis was rendered. Customer was only treated for the broken sternum experienced from the fall. There was no report of death or permanent injury associated with this event.